Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted 1 photo sample received shows top view of used stent being held by operator. Photo clearly shows calcification that occurred on the outside of the stent. Therefore, product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be material selection. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days." "The stent is not intended as a permanent indwelling device. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that three patients were extubated and left in place for 4-6 months, and the stones were found to be serious and ureteral stent could not be extubated. They were admitted to the hospital and underwent lithotripsy to remove the stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three patients were extubated and left in place for 4-6 months, and the stones were found to be serious and ureteral stent could not be extubated. They were admitted to the hospital and underwent lithotripsy to remove the stent.